Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not shown on the bus. A field service engineer (fse) ran the hardware test application, but the fridge still did not appear. The fse ran the firmware updater, checked the connections, and reset both the fridge and the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.